Event description:
Customer reported that she was hospitalized twice in intensive care unit due to high blood glucose and dka. Customer stated that the blood glucose readings were 480 and 512 mg/dl. Customer stated that her insulin pump did not alarm to notify her that she was not getting any insulin. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed basal profiles and boluses delivered and recorded properly. No daily total, basal or bolus anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.